Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27aug2019. The manufacturer¿s international service technician confirmed the reported proximal pressure line disconnect issue. The manufacturer¿s international service technician replaced the disposable pipe line to address the reported problem. Visual check: passed. Device returned to full functionality.

Event description:
The customer reported that the proximal pressure tube was not connected. There was no patient involvement.